Event description:
The manufacturer received scs study named "a retrospective data collection of flatfoot correction in the foot & ankle with the futura¿ conical subtalar implant system" that contains collected data on the usage and the outcomes of futura¿ conical subtalar implant. The report details analysis provided for procedures performed between mar. 2018 ¿ dec. 2021. During the review of the report, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, the following adverse event was reported: hardware irritation requiring removal in 9 patients this is patient 1 of 9.

Manufacturer narrative:
The reported event could not be confirmed, since the device(s) were not returned for evaluation, and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.